Event description:
The patient was admitted for a procedure on (B) (6) 2009. A cypher select plus stent was inserted in the patient and positioned on at the target lesion. It was impossible to inflate the balloon, as there was leakage observed from the grey hub (hub crack). This was detected at the moment of inflation.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.